Event description:
This was a procedure to treat a cto at the rca. The lesion was severely calcified with moderate tortuosity. A spectranetics elca laser sheath was used to treat the lesion. During the case, a perforation of the rca occurred. The perforation was notice after deployment of the balloon. The physician believes it was in a dissection plane. The patient survived the procedure.